Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the device had problems before entering the patient. During testing the device suddenly broke. The active blade of the device broke off. It did not fall into the patient. The generator displayed a replace instrument message. The device was replaced. There was no patient consequence.